Event description:
Event description guidant received information that during the the implantation of a coronary sinus lead, this whisper wire was withdrew to sub-select a different branch of the coronary vein. The distal tip of the wire broke off, and remained in the original branch. The wire was only in the body for a short time, was not under any strain, and it was not prolapsed. Two hours were spent trying to remove the tip, using snares, biopsy forcepts, however it was unsuccessful.